Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that in february a patient received a novasure procedure and 2 weeks later she developed severe abdominal pain and went to the emergency room. They performed a laparotomy and found the patient had a small thermal bowel injury and a thermal uterine perforation and the left lateral side of the uterus. The patient had a resection and anastomosis of the ileum and did not receive treatment for the uterine perforation. The patient evolved well and was discharged. No other information is available.